Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump errors. The customer¿s blood glucose level was 148 mg/dl. Customer declined troubleshooting for insulin pump errors. Customer requests assistance with programming the insulin pump. The device will not be returned for analysis.